Event description:
Event date: in 2004. Pt sustained burn from luminator at connection to light source. Burnt beneath surgical drapes-discovered after surgery was completed. Pt was treated for burn with topical ointment and is reported to be doing fine. Note: customer was not using co's company's light source or power cable.